Event description:
It was reported that this right atrial lead exhibited noise, undersensing and high within range impedance measurements. Further evaluation of the patient was discussed. No changes have been performed. This lead remains in service. No further adverse patient affects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).